Event description:
It was reported that the system booted up with a motion error and that the rui would intermittently not respond. These issues can cause a loss of motorized movements. The system would be effectively unusable. There was no patient injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The remote user interface was replaced during the service call. The system was tested and found to be working as intended and put back into service.